Manufacturer narrative:
Received one used. List #011-am6136, 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer; lot #unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested per procedure and met product specifications and no leaks were found. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The complaint/event involved a 25 cm (10") pur yellow smallbore ext set, 6-port nanoclave¿ manifold w/check valve, nanoclave¿, 4-way nanoclave¿ stopcock (red ring), rotating luer. The device reportedly leaked at the welds of one of the strands and parenteral nutrition spilled into bed during infusion. Clinical consequences noted: parenteral nutrition was stopped, the medical device was replaced and a pediaven was set up, which led to a delay in therapy. There were reported risks of infection and gas embolism. There were no holes, cuts, tears, and no visible signs of malfunction, damage, or problems with the device prior to the incident. There was no blood loss, the leak did not come into contact with the patient nor the healthcare provider. The patient was stable, the hospital stay was not extended, no one was harmed, and additional medical intervention was not required.